Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment occurred. Vascular access was obtained via the brachial artery. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). Following pre-dilation, a 7x120 130 cm eluvia¿ drug-eluting vascular stent system was advanced ipsilateral over a .035 non-bsc guide wire and deployment was initiated. After 3cm of the stent was deployed, the thumbwheel failed to rotate. The physician then attempted to deploy the stent with the pull grip, however this was also unsuccessful. The entire device was then removed from the patient and the procedure was completed with a different stent. There were no patient complications and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an eluvia self-expanding stent delivery system. The outer shaft and the remainder of the device were checked for damage. The device was returned with the shaft stuck inside of an introducer sheath. The introducer sheath showed buckling from the markerband to 8cm proximally and is constricting the catheter shaft which is consistent with sticking in the sheath. Visual examination showed a kink at the nosecone. The mid-sheath showed a kink at 101cm from the markerband. The stent was partially deployed outside of the mid-sheath approximately 2cm and was damaged. The partial deployment issue is consistent with device interaction with the introducer sheath. Pushing, pulling and torqueing the device could possibly contribute to the damage that was noticed and the deployment issues. The stent damage was most likely caused by the device being removed from the patient during the procedure. No further damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that partial stent deployment occurred. Vascular access was obtained via the brachial artery. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). Following pre-dilation, a 7x120 130 cm eluvia drug-eluting vascular stent system was advanced ipsilateral over a .035 non-bsc guide wire and deployment was initiated. After 3cm of the stent was deployed, the thumbwheel failed to rotate. The physician then attempted to deploy the stent with the pull grip, however this was also unsuccessful. The entire device was then removed from the patient and the procedure was completed with a different stent. There were no patient complications and the patient was in good condition post-procedure.